Event description:
Information was received by a manufacture representative (rep) via a basic evaluation trial patient regarding an external neurostimulator (ens). Patient stated they were sweating a lot and had some bleeding under their bandage. Additional information was received from the patient. Patient said the sweating and blood is still annoying. Patient also reported leaking and was advised to speak with their doctor. Additional information was received from the patient. Patient feels that they might have a possible uti. No device issue and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.